Event description:
It was reported by service report that the head end lift would not go down, the power cord was damaged, and there was evidence of fluid intrusion. No pt involvement or adverse consequences are reported.